Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that this device eroded through the patient¿s skin. No diagnostic testing or troubleshooting was required. The pump was explanted and discarded. A new pump was successfully implanted. This device system delivered dilaudid.